Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. However, the enter and down keypad suddenly stopped responding to button presses during upload. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the enter and down keypad buttons still did not respond to button presses. The keypad problem appears to be due to a problem with pcba1.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 167 mg/dl to 170 mg/dl at the time of the incident and the other blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.